Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of elastomeric devices over-infused. The devices have been filled with fluorouracil. This was identified during use of the devices for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.